Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with click x construct on an unknown date approximately two years ago for a free health campaign. In (B)(6) 2012, the screws were noted to be broken. Patient was returned to the o.r. On (B)(6) 2013 for removal of the broken screws. Patient was revised with new implant during the removal surgery. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient was implanted two years ago (approximately 2010); date unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.